Manufacturer narrative:
There was/were 9 case(s) with no sample received for evaluation, a result code of operational problem and a conclusion code of device not returned. There was/were 15 case(s) with a sample received for evaluation, a result code of no failure detected and a conclusion code of no failure detected, device operated within specification. There was/were 1 case(s) with a sample received for evaluation, a result code of incomplete device returned and a conclusion code of cannot complete investigation, incomplete device returned. There was/were 180 case(s) with no sample received for evaluation, a result code of no results available since no evaluation performed and a conclusion code of device not returned. There was/were 1 case(s) with no sample received for evaluation, a result code of operational problem and a conclusion code of failure to follow instructions. There was/were 1 case(s) with no sample received for evaluation, a result code of improper material and a conclusion code of operational context caused or contributed to event. There was/were 101 case(s) with a sample received for evaluation, a result code of operational problem and a conclusion code of operational context caused or contributed to event. There was/were 7 case(s) with no sample received for evaluation, a result code of operational problem and a conclusion code of operational context caused or contributed to event. There was/were 5 case(s) with a sample received for evaluation, a result code of operational problem and a conclusion code of failure to follow instructions. There was/were 4 case(s) with a sample received for evaluation, a result code of manufacturing process problem and a conclusion code of manufacturing deficiency. (B)(4).

Event description:
This report summarizes e2000003, 324 reported events for q4 2017. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code break. There was/were 1 unknown gender, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code break. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code device damaged prior to use. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 15 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code foreign material present in device. There was/were 2 unknown gender, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 3 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code sticking. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code crack. There was/were 4 female, unknown age, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 3 male, unknown age, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 3 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code folded. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code material opacification. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code torn material. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 unknown gender, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code failure to fold. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code bent. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code break. There was/were 18 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code break. There was/were 11 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code device or device component damaged by another device. There was/were 50 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 78 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 6 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code device or device component damaged by another device. There was/were 1 unknown gender, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code difficult to fold or unfold. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 7 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code failure to unfold or unwrap. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 male, (B)(6) ysear old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code sticking. There was/were 2 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code wrinkled. There was/were 1 male, (B)(6)year old, unknown weight patient(s) with reported event(s) of device code break. There was/were 17 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code difficult to fold or unfold. There was/were 1 unknown gender, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 9 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code failure to fold. There was/were 4 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code inaccurate delivery. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code material opacification. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code sticking. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code torn material. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code break. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code device or device component damaged by another device. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code failure to fold. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code folded. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code hole in material. There was/were 31 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code device damaged prior to use. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 2 male, unknown age, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 7 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code torn material.